Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of over 600mg/dl which was treated with manual injection. Customer also reports that insulin pump alarmed for insulin flow blocked alarm during basal or bolus or fill cannula. Customer states the insulin exited. Customer declined troubleshoot for high blood glucose. Customer advised to revert to back up plan as per hcp¿s instructions. Product will not be return for analysis.